Manufacturer narrative:
Submit date: 2018-01-10. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not state a specific issue. Upon triage on 2018-1-03 the service tech found the unit had thermal damage on a pcba component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of thermal damage. The unit was triaged and the reported condition was confirmed. The component had failed due to an internal short. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.